Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, the patient tried applying a new sensor, however, her last three sensors did not have a sensor within the applicator so the patient could not connect pump to a working sensor. The insulin pump kept providing insulin to the patient and the blood glucose decreased to 32 mg/dl. The next morning, the patient¿s granddaughter came for her daily check up and noticed the patient was experiencing a hypoglycemic event. The granddaughter called for an ambulance. The paramedics treated the patient with IV medication (¿infusion¿) and the patient was taken to hospital. No further information is known at this point. It could not be determined how long the patient was out of an active sensor session before she developed hypoglycemia. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, however the patient is unable to recall the information. Photos were provided of the applicators. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.